Event description:
It was reported the patient fell when the rollator brake failed to stop the device. According to the patient, the brake does not properly grasp the wheel when the handle is depressed. The patient sustained bruises following her fall; however, no medical intervention was required.